Event description:
Lead helix would not come out far enough. The lead functioned properly at the beginning of the procedure. Lead removed and replaced with new lead. There was no injury to the patient.====================== manufacturer response for ICD lead, ICD lead======================awaiting response